Manufacturer narrative:
A beckman coulter (bec) field service engineer (fse) was dispatched to evaluate the instrument. The fse confirmed the leak and aspiration error messages; the issues were resolved by refitting the needle vent tubing and replacing the tubing between the first blood detector and needle assembly. (B)(4).

Event description:
The customer reported a leak and aspiration error messages from a coulter lh 780 hematology analyzer. The leak was not contained to the instrument. The operator was wearing gloves and a lab coat when the leak was found. There were no reports of direct contact with the leak or of injury as a result of the leak. The customer replaced the needle assembly and tubing, but the leak was not resolved. There were no erroneous results generated in connection with this event.